Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 for a mechanical fall. The patient denied any dizziness or ventricular assist device (vad) alarm. It was noted that the patient's most recent echocardiogram showed evidence of worsened aortic insufficiency (ai) and larger left ventricle (lva) diameter. Vad speed was increased from 5900 rotations per minute (rpm) to 6000 rpm. Log file review captured 2 no external power events while connected to the mobile power unit (mpu) on (B)(6) 2022. The patient recalled possibly unplugging the mpu from the outlet. Pump power and flow appeared to be trending fairly neutral with no significant changes noted. Related manufacturer's report regarding the mpu: 2916596-2022-10251.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. Review of the log files provided by the account revealed no atypical events or alarms associated with the patient¿s lvas, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22feb2018. No further information was provided. The manufacturer is closing the file on this event.